Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID: 5076-58 implantable pacing lead, implanted: (B)(6) 2008.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. There was an atrial lead warning occurred on (B)(6) 2011. Auto lead diagnostics with the last 60 weeks of data shows an average atrial lead impedance of 662 ohms with some variable/low impedance. There was a lifetime minimum impedance of 60 ohms.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads triggered a lead warning for low impedance. The low impedance was not reproducible through pocket manipulation and pressing palms together. The leads will be monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.